Manufacturer narrative:
The event was caused by abrasion of a wiring harness against the stainless steel telescoping shourds as the table was raised and lowered. Over time the abrasion caused the electical wires on the harness to become exposed and contact the inside of the shroud, causing an electrical short condition which damaged the resistors on the table's master control board. As a result, the table could no longer respond to commands from either the primary or backup hand controls. The wiring harness has been replaced; the table has been tested and returned to service with no further problems. Review of the table's device history record confirmed that the table was manufactured to specifications. This table is not currently under a steris preventive maintenance contract. Review of complaints for the 4085 surgical table showed that this is the only reported event of this type and is considered to be an isolated event.

Manufacturer narrative:
Investigation of this event is in process; despite multiple attempts by steris, the surgical table has not been made available by the user facility. A follow-up report will be filed when additional information becomes available.

Event description:
The user facility reported that during a procedure, the surgical table would not return to level when commanded to do so. Hospital staff completed the procedure successfully without further incident. No injuries were reported to hospital staff or patient.